Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a product performance issue at the patient's device check. The lead was explanted and replaced. However, as the new lead would not be compatible with the patient's existing device, the physician elected to explant the abdominal system and implant a new pectoral system. There were no patient symptoms reported with this clinical observation.